Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The complaint includes water degradation, pca, blower assembly, valve assembly, blower cap, blower housing, top and bottom enclosure, internal air cover, internal foam, blower box mount, right panel assembly, pollen filter needs to be replaced. There was no report of serious or permanent patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported that disability or permanent damage, congenital anomaly/ birth defect, other serious or important medical events occured. After review, it was determined that all these were incorrectly selected. Nothing such has occured to the patient.